Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. Claim # (B)(4) .

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. Claim # (B)(4) .

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.